Manufacturer narrative:
It was noted that the device is not available for evaluation. The following devices were also listed in this report: triathlon symmetric x3 patella; cat# 5550-g-391; lot# 16y6; triathlon prim cem fxd bplt #7; cat# 5520b700; lot# ehnnb; triathlon cr fem comp #8 l-cem; cat# 5510f801; lot# eextd; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs department. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported, the patient was revised due to "failed left total knee arthroplasty with previous history of osteochondral allograft."